Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Significant calcium was noted on the mitral annulus. Xtw was chosen for implantation. The clip had difficulty grasping due to the calcium. Posterior leaflet grasp eventually occurred, but the leaflet tore and released. Re-grasping was attempted several more times. Torn chordae was also observed. The procedure was then aborted. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure (leaflet grasping - clip not implanted, leaflet capture - clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure and tissue injury appear to be related to challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.